Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: the operative notes from the revision surgery states "to aide with debridement of the hip, the decision was made to perform a full revision to allow for appropriate irrigation and debridement of both the femur and the acetabulum." The adverse event report notes that this complication is not related to the devices. Therefore, it is unlikely that the implants were the cause of this event. Based on the information provided, it is not possible to determine a definitive cause with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to a wound dehiscence.